Manufacturer narrative:
The scu was returned to the manufacturer for analysis. Analysis found that the scu powered up without the amber fault light on but a check of the logs revealed an error. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The scu was replaced. The imaging system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for analysis. However, analysis results are not yet available.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that they were receiving a "camera disconnected" error message when in the verify instruments task. The site rebooted the software and while it was shutting down, they unplugged the camera cable and reconnected it. When they entered the software, the spine camera was working and the issue was resolved. It was noted that when initially rebooting the system, three beeps were heard during boot up. Additional information from the site reported that while they were troubleshooting the issue, they also found that the foot pedal was not working when trying to calibrate, but the onscreen foot pedal worked normally. When they entered into the cranial software the foot pedal worked, and when they went back to the spine software, the foot pedal was working again. When they continued to verify instruments, the camera cycled again and displayed "localizer not connected". There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.